Event description:
It was reported that the customer had been experiencing high blood glucose levels of 500 mg/dl. The caller stated that they wanted to troubleshoot the insulin pump. The device had been taken off for a few days because the customer had been experiencing high blood glucose levels, had nausea and dry mouth. The customer had been treated with manual injections. The drive support cap was recessed. In the alarm history there were low reservoir and low battery alerts present. The customer had been inserting the infusion set in the stomach, for eight years, manually. They had been checked for scar tissue, but there were no scar tissues developing. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).